Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet received.

Event description:
On the evening of (B)(6) 2017, dr. (B)(6) was performing a case using mountaineer. After screws, rods and set screws were placed, dr. (B)(6) was using the final tightening instrument to lock the construct. When he was final tightening one of the screws, the tip of the x15 torque driver broke off into the set screw. The set screw was then removed and replaced with a new one. We had another x15 torque driver on hand so we were able to final tighten the construct and no complications resulted. Because this case occurred on a friday evening, I reported the complaint first thing on (B)(6) morning.